Event description:
The patient was undergoing a coil embolization procedure using a ruby coil. During preparation for the procedure, the ruby coil was accidently dropped making it non-sterile for the procedure. The ruby coil was not used in the procedure.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.